Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a device replacement, contraction of the heart via left ventricular (lv) lead pacing could not be confirmed. The lead was therefore capped. No patient complications have been reported as a result of this event.